Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, lens was partially deployed, handed back to technician to reload. After the lens was removed from cartridge, the lens was crimped and would not unfold. Procedure was completed with the same lens with no further issues. Additional information has been requested and provided that there was no patient harm and no hospitalization.

Manufacturer narrative:
The lens was returned positioned incorrectly posterior side up in the lens case. Solution was dried on the lens. Both haptics are bent in the gusset and distal areas. The optic was torn/split/cracked and smashed over a post of the lens case. A fold inspection could not be conducted due to the extensive optic damage. All product and batch history records are quality reviewed prior to product release. Qualified associated products were provided. The file indicated the use of a viscoelastic that is not qualified for the lens/device combination used. Upon return, the lens was observed to be placed into the lens case incorrectly resulting in damage. The root cause for the reported complaint appears to be related to failure to follow the IFU (instructions for use). The file indicated the use of a viscoelastic that is not qualified for the product combination used. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).